Event description:
It was reported that the innova inadvertently deployed outside of the patient. An innova vascular was selected for use. During device preparation, the stent inadvertently deployed outside of the patient. The innova was replaced with another innova in order to complete the procedure. There were no reported patient complications.